Event description:
The manufacturer received information alleging a ventilator failed test steps during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and system board were replaced to address the issues.